Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the battery charge led does not come on. It was no patient involvement reported.

Event description:
The customer reported that the battery charge led does not come on. There was no patient involvement reported.